Manufacturer narrative:
The customer declined philips service and they will repair the unit themselves.

Event description:
The customer reported that the ventilator has burning odor and will not power on. The customer reported there was no patient involvement.